Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Product analysis: the pump was returned and evaluated by product analysis on 07/16/2014 with the following findings: review of the black box revealed multiple low battery warnings and replace battery alarms. There was evidence of shortened battery life in the black box. The battery compartment was undamaged and the battery cap was able to properly secure to the pump. The pump¿s electric draws were not within specification. There was evidence of moisture contamination on the pump¿s transceiver board. The suspect component was disconnected from the pump and the electric current draws returned to specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A pump case was discovered during evaluation; leak testing confirmed a pump case leak.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the battery life was shorter than expected. Reportedly, multiple batteries from different packs were used and the issue was not resolved. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.